Event description:
It was reported that the tubing of this artificial urinary sphincter was trimmed and reconnected to the pump as the pump had turned upside down and the patient was unable to use the pump. No patient complications were reported.